Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt arrived at the hosp with blue gel on him from all three therapy electrode (te) pads, and he reported that he was treated. The pt reported to be riding a motorcycle when the treatment occurred. Review of the patient's downloaded data and ECG strips indicates the pt was treated. The lifevest (lv) detected an arrhythmia at 22:18:11. The patient's ECG strips show motion artifact. The lv treated that pt at 22:18:45. The post-shock rhythm was sinus tachycardia. Motion artifact contributed to the false detection. The response buttons were not pressed during the entire event. The pt was seen at the hosp ICU but continues to wear the lv.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was transferred to the hosp ICU but continues to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a pt. Device manufacture date & usage of device: monitor (B)(4): 01/2010 - reuse. Electrode belt (B)(4): 04/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.